Event description:
(B)(4). Rfid not detected when wanded. No pts were harmed.

Manufacturer narrative:
This MDR is being filed at the behest of FDA in response to (B)(4). This incident was first relayed to clearcount medical solution on (B)(4) 2012 and was determined to not require an MDR. The original complaint indicated that a tag would not read. The suspect tag was returned to clearcount, examined and found to be defective. Our records indicate that incidents of tag failure are very rare. This info was relayed back to (B)(6) on (B)(4) 2013. Clearcount continues to watch for trends on this issue. At this time no corrective action is being taken.